Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "the patient reported that the drug solution had not come out".

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 1103523, cat. No. 320136. Visual examination was carried out on the returned sample and photos and no issues were observed. A clog test as per q-sop-183-dl was also carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample/photos therefore no root cause can be identified.

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "the patient reported that the drug solution had not come out".

Manufacturer narrative:
It has been determined that the original MDR submission, (MFR report #: (B)(4)), was submitted with the incorrect information entered into the g.4 date received by manufacturer. The date should have been entered as follows: g.4 date received by manufacturer: 2022-05-17

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter: "the patient reported that the drug solution had not come out"